Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the buttons on the insulin pump were not responding. Customer's blood glucose was 180 mg/dl. Customer was trying to bolus, but the numbers wouldn't stop scrolling up. She attempted to insert a new battery and device alarmed failed battery test and issue continued. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected failed battery test alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input.